Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: the rep was informed via email of an event involving a cff73 trocar. All that is known is that the trocar broke during the surgery and that the fragmented pieces were found and removed from the patient. There was no patient injury. Product not available for return additional information was received via email on (B)(6) 2023 from account manager, applied medical: "plastic seal from inside the trocar fell out during insertion. Then soft black rubber piece fell off after insertion. I do not know how the trocar was inserted, or if there was difficulty. The trocar was used to complete the case (it was a robotic hysterectomy ). All pieces were collected and discarded." Intervention: fragments were recovered. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: robotic hysterectomy. Event description: the rep was informed via email of an event involving a cff73 trocar. All that is known is that the trocar broke during the surgery and that the fragmented pieces were found and removed from the patient. There was no patient injury. Product not available for return additional information was received via email on 20oct2023 from account manager, applied medical: "plastic seal from inside the trocar fell out during insertion. Then soft black rubber piece fell off after insertion. I do not know how the trocar was inserted, or if there was difficulty. The trocar was used to complete the case (it was a robotic hysterectomy ). All pieces were collected and discarded." Intervention: fragments were recovered. Patient status: no patient injury.